Manufacturer narrative:
The device history review (DHR) was reviewed and no anomalies were noted. Review of the manufacturing records did not reveal any applicable discrepancies. Cause for this event could not be determined as no device was returned for evaluation. No device malfunction could be confirmed. Patient was implanted on (B)(6) 2017 and is receiving therapy. No further issue with csf leak was noted.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
It was reported to nuvectra that the dura was punctured while forcing the needle into the epidural space which caused a csf leak. Patient received a blood patch.